Event description:
A report of a patient being burned by her precision charger was received. The patient experienced pain, blistering, redness and oozing in the left buttocks area where the ipg is located. The burn is approximately one inch in diameter. The physician recommended warm compresses four times daily. Upon follow up, the patient's precision system was explanted due to possible infection. The patient is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.